Event description:
It was reported that during follow-up, a polarity switch was observed on the right ventricular lead due to high impedance. Pacing was not possible in the prior setting. No patient symptoms were reported. Normal output was observed with the new polarity setting. The patient would be monitored.

Manufacturer narrative:
(B)(4).